Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and pneumonia and diabetic ketoacidosis. It was reported that the customer declined to speak with the help-line, and is doing fine now. No further information provided.